Event description:
It was reported that occlusion alarms occurred. Customer¿s blood glucose (bg) level was over 500 mg/dl. The elevated bg was addressed by a correction injection via manual insulin therapy. After the correction injection the bg reduced to 380 mg/dl. Customer did not require assistance from a third party. Reportedly, the customer changed pump supplies and resumed insulin.